Manufacturer narrative:
(B)(4). The device serial or lot number is unknown; therefore, the date of manufacture is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgery, it was observed that the attachment device heated up and burned the surgeon's hand during use on a patient. It was not reported if there was a delay to the surgical procedure. The report stated that a spare device was available for use. There was patient involvement reported. There was no injury to the patient. It was unknown if there was medical intervention or prolonged hospitalization to the user. The user's current condition was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The serial number and date of manufacture were inadvertently missed on the initial report and have been updated accordingly. Subsequent follow-up with the customer, additional information was received. It was reported that another attachment device could have potentially been the one that actually burned the surgeon¿s hand. Therefore, there are two attachment devices that are involved in this event. Therefore, this report is 1 of 2 for the same event. Concomitant medical products has been updated accordingly to reflect the additional device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had medical debris, corrosion build up and soap residue in the components. The assignable root cause was determined to be due to worn out bearings caused by exposure to organic debris and materials which led to corrosion and normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.